Event description:
It was reported that the patients right hip was being revised due to pain and pseudo tumor on MRI. Surgeon did not comment intraoperatively.

Manufacturer narrative:
An event regarding pain and a pseudo tumor involving a cocr head was reported. The event was not confirmed. The reported device was not returned. Medical records were not available. Device history review. The reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review. There have been no other events for the reported lot ID. The exact cause of the event could not be determined as information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete.

Event description:
It was reported that the patients right hip was being revised due to pain and pseudo tumor on MRI. Surgeon did not comment intraoperatively.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.